Event description:
It was reported that the right ventricular lead had high impedance. The lead was capped and replaced. The patient is a participant in the umbrella study. No patient complications have been reported as a result of this event.